Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8870, serial# unknown, product type: software. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the pump was emptied for a failed dye study in 2018 and the patient had not seen a healthcare provider (hcp) since. It was unknown if the pump was filled with saline post study; upon interrogation of the pump it displayed "empty pump" and that it had 19.1 ml in the reservoir. A surgery to replace the pump and catheter was planned; elective replacement indicator was noted to be (B)(6) 2022. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.